Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. The bi furcate was implanted on the right side and three contralateral limbs were implanted on the left. The proximal aortic neck diameter measured 20 mm to 23 mm along a 30 mm length. The right iliac artery measured 14 mm to 16 mm to 14.7 mm in diameter along a 58 mm seal zone. There was moderate tortuosity in the right iliac artery with no stenosis. It was reported that an ultrasound revealed that there was incomplete right distal attachment. No action was taken. The investigator determined that the event was related to the device and not related to the procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.